Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of a leadless implantable pulse generator (ipg) the device dislodged despite adequate tine fixation and excellent electrical parameters. The device was then found to have lodged in the left pulmonary artery, and was subsequently snared by the tines and carefully pulled back into the introducer sheath. The system was removed and not implanted. No patient complications have been reported as a result of this event.